Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a trial procedure on (B)(6) 2025, the patient experienced weakness in their extremities. As a result, the trial leads were explanted on (B)(6) 2025, and the patient was hospitalized. The patient has since regained strength.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.